Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient's pump was replaced three months ago and the incision wound was not healing so the pump was moved to the opposite side of their abdomen. There were no external factors that contributed to the issue and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.